Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant products: biomet cup catalog#: 15-103686, lot#: 816380. Biomet femoral stem catalog#: 108295, lot#: 611970. Biomet screw catalog#: 103535, lot#: 870490. Biomet screw catalog#: 103536, lot#: 626630 there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2015-02225 / 02226 and 2016-04874 / 04875).

Event description:
It was reported that the patient experienced recurring hematoma, continued inflammation and buttock and groin pain approximately five months post-implantation. However, a revision procedure has not been reported at this time.